Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 600 mg/dl with a trace level of ketones associated with an alleged dim and discolored display. Reportedly, the pump was resumed after replacement and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that a pump had a dim and discolored display screen and the screen could not be read safely. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a dim and discolored display screen.